Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6)2006 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2008 and boston scientific pinnacle was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had additional surgery on (B)(6) 2007 of excision of mesh and placement of a new mesh. Patient underwent excision of mesh and lysis of adhesions on (B)(6) 2007 due to bladder pain and spasms. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal hysterectomy and bso, anterior and posterior repair, suburethral sling and cystoscopy. It was reported that the patient underwent a mesh removal on (B)(6) 2007 due to sui with urge incontinence. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.